Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed an insulation abrasion from the inside at 81-9 - 82.6 cm and a proximal insulation abrasion at 81.0 cm from the connector end. The distal coil was exposed. The location of the proximal abrasion is consistent with that of friction to another implantable device.